Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Primary set- unknown model or lot set not sequestered. Patient demographics not provided.

Event description:
It was reported that the tubing was primed with saline to prepare for a chemo infusion. The user stated when inserting the safety clamp into the device the silicone segment was stretched when the set separated. The patient stated ¿the same thing happened the last time I took treatment". The event occurred in the outpatient cancer center.